Manufacturer narrative:
H.3. Updated.

Manufacturer narrative:
Additional device involved in event: tgu343410j, lot #: 17506108, UDI: (B)(4).

Event description:
On (B)(6) 2018, a patient underwent an endovascular procedure using conformable gore® tag® thoracic endoprostheses to repair a proximal descending aortic aneurysm. A bypass procedure was performed prior to the device implant from the left common carotid artery to the left axillary artery as the left subclavian artery was planned to be intentionally covered with the devices. No issues were reportedly observed during the procedure. The patient tolerated the procedure. On an unknown date, follow-up imaging identified a possible type iii endoleak from the overlap. The physician reportedly suspected that the overlap was short, resulting in the endoleak; however the overlap length was not reported. On july 1, 2019, a re-intervention was performed to repair the endoleak whereby the initially implanted devices were relined with additional devices. The final angiography showed no endoleak, and the patient tolerated the re-intervention.